Manufacturer narrative:
This report is filed on april 10, 2018.

Event description:
Per the clinic, the patient experienced vertigo with device use resulting in the decision to explant. The device was explanted on (B)(6) 2018 and the patient was re-implanted with a new device during the same surgery.